Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis did not identify any device characteristics that would have caused or contributed to the syncopal vt episode observed clinically. The device performed appropriately; it sensed the rhythm and started to charge but did not deliver therapy as the rhythm self corrected.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt) but did not receive a shock from the device. It was noted he patient had syncope during the arrhythmia. Technical services reviewed the untreated episode and noted that the device sensed and detected the tachyarrhythmia and initiated a charge after 8 seconds, but the spontaneous tachyarrhythmia self-terminated. The device remained implanted and in service. One year later, the device was received for laboratory analysis with no further observations reported. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.